Event description:
It was reported that the customer was having display anomalies and e01 error message, which was a program safety alarm. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.